Event description:
A surgeon reported that an intraocular lens (iol) was scratched. There was no patient impact.

Manufacturer narrative:
The product was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 07/25/2008.